Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the user found the foreign object in the channel of the subject device at the unspecified procedure. The user asked about internal laceration of the subject device. At the incoming inspection for the repair, (B)(4) checked the subject device but could not find any foreign objects and abnormality in the instrument channel. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus australia and the former similar cases, omsc surmised there was the possibility this phenomenon was attributed to the inappropriate reprocess or pre-use inspection for the subject device by the user handling and then the foreign object might have come out later. If additional information becomes available, this report will be supplemented.